Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the resin falling off the image guild coil was due to deterioration or breakage of the adhesive (chemical stress / physical stress). The event can be detected/prevented by following the instructions for use which state: ¿¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ when the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. The endoscope damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had symptoms of noise, running noise, air leak. During inspection and evaluation, the resin part of the image guide coil fell off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital the device was returned to olympus for inspection, and the customer's reported issue of ¿symptoms of noise, running noise, air leak¿ was confirmed. The following findings were noted during device evaluation: insufficient bending angle, insertion tube collapse, scratches and wrinkles, universal cord scratches, video cable scratches, chipped curved rubber joint, video connector scratches, light guide connector scratches, video connector case scratches, operation part scratch, sw-box scratch, operation part cover scratch, grip scratch, angulation lever scratch, up/down plate scratch. Insertion tube, universal cord, video cable, image noise due to board failure, and image flare. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.